Event description:
It was reported that the system 9800 displayed interlock errors. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified through the review of error logs. It was determined that the x ray controller circuit board was not connected properly. The circuit board was reseated. The system was tested and found to be working as intended and placed back into service. A replacement circuit board was ordered and will be replaced when convenient.